Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment rendered for the event was unknown. At the time of the report, the patient's recovery status was unknown. Action taken with dianeal therapy was not reported. No additional information is available.